Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An orthokit technician reported that two pins were bent, the incident was detected during incoming inspection. No patient involvement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary the issue reported is confirmed. Similar complaints have been reported for the affected product code. The root cause of the issue is attributed to supplier design and manufacturing process. A risk assessment was performed which concluded that based on the very low patient risk and complaint rate, the supplier could continue to manufacture with the current process. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.